Event description:
It was reported that the pulse generator exhibited no telemetry. The patient had been lost to follow-up. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to device battery voltage dropping below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ensued.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, they were able to cut the papilla with the subject device. Another manufacturers basket catheter was exchanged for the tome. During the stone retrieval, the physician estimated that more incision was needed. When the basket catheter was to be exchanged with the subject tome, it was noticed that the guidewire lumen of the subject tome device was torn. The physician did not feel any resistance while withdrawing this device. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; tip split.